Event description:
Pt reports having an infection that warranted her physician placing her on antibiotics this week. Dates of use: 3 months. Is the product compounded? No; is the product over-the-counter? No.